Manufacturer narrative:
According to DHR record the initial z-offset of device was -530. After the day of the event a pm (preventive maintenance) was performed. During technical onsite visit the field service engineer (fse) adjusted z scanner. The fse changed the z-offset from -475 to -560 and verified the depth to make sure it meets the customer expectations. The system meets specification per service installation record. As the z-offset values changed significantly from initial to prior and also from prior to after this service onsite visit, the most possible root cause could be calibration of the microscope camera was not done correctly by fse. If the calibration of the microscope camera is not done correctly (for example wrong scale definition of mb-ruler or wrong focusing of the usb-microscope camera) this causes wrong measured thickness values of the pmma-cuts leading to a significantly wrong flap thickness after service is finished. Due to a wrong z-offset setting, the inclined offset needs to be changed also significantly during service to compensate for the wrong z-offset setting. The root cause is a wrong setting of z-offset and inclined offset. The root cause for the wrong setting could be calibration of the microscope camera, which was not done correctly by fse during technical service onsite visit. The fse was made aware. No further actions are required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility reported following flap creation the flap was thinner than the predetermined thickness. Additional information received reported the procedure was completed and there was no patient harm.